Event description:
It was reported that the patient presented to the ER (emergency room) with intermittent capture and high thresholds on the right ventricular (rv) lead. It was noted that the patient fell down and hit their head. The suspected reason for their fall is the patient's parkinson's disease. This was not a syncopal event or related to pacemaker. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.